Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer reported after a patient sample failed to react with e(rh3) and c(rh2) positive cells 1 and 2 of 3% selectogen lot s243 using ortho mts anti-igg grouping card. The customer reports that the patient has a known anti-e(rh3) antibody. The customer originally tested this patient for antibody screening on (B)(6) 2021 on two occasions using 0.8% selectogen and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained a negative reaction with cells 1 and 2 of the red cell reagent (investigated under cms (B)(4). The customer then tested this patient for antibody screening using a fresh vial of 0.8% selectogen and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained a negative reaction with cells 1 and 2 of the red cell reagent (investigated under cms #2321935 qerts ci #483632). The customer had simultaneously tested this patient for antibody identification as the patient had a known anti-e(rh3) antibody using 0.8% resolve panel a in manual gel method (ortho workstation ID-mts) and that they had obtained: - positive reactions (weak to 1+ reaction strength) with cells 2, 3 and 5 of the red cell reagent. - negative reactions with cells 1, 4, 6, 7, 8, 9, 10 and 11 of the red cell reagent. The customer reported that they could not identify/conclude the presence of antibodies from these pattern of reactions. The customer stated that this reactivity was suspicious of anti-jkb(jk2) or anti-m(mns1) antibody. The customer then tested this patient for antibody elution testing using 0.8% resolve panel a in manual gel method (ortho workstation ID-mts) and that they had obtained positive reactions (1+ to 3+ reaction strength) with all 11 cells of the red cell reagent. The customer reported that as a result of the pattern of reactions they concluded non-specific reactivity with strong reactivity observed for c(rh2) positive cells. The customer then tested this patient for antibody identification using 0.8% resolve panel c in enzyme method and that they had obtained: - positive reactions (2+ reaction strength) with cells 1, 2, 3, 5, 6 and 11 of the red cell reagent - negative reactions with cells 4, 7, 8, 9 and 10 of the red cell reagent the customer reported that as a result of these pattern of reactions they had identified the presence of an anti-c(rh2) and anti-e(rh3) antibodies. The customer reported that they repeated antibody screening for this patient using 3% selectogen lot s243 diluted (0.8%) using mts diluent 2 and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and that they had obtained negative reactions with cells 1 and 2 of the red cell reagent. No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.